Event description:
It was reported through a post-market clinical follow-up survey that sometime post placement, the needles had leaked. There was no reported patient injury. No other information was provided. A specific number of leaking needles was not provided to bd aad field assurance.

Manufacturer narrative:
H11: section a through f the information provided by bd represents all of the known information at this time. This complaint was received as part of a clinical survey. Contact information was requested but not provided by the customer in the survey process. As such, any additional information including regarding the patient or subject sample cannot be obtained. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation.